Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's mother reported the patient miscalculated their carbohydrate intake and that is what led to dka and hospitalization. The patient was treated with fluids and frequent blood glucose checks. The patient was released after 1 day. The pod was worn at time of hospitalization. No further information is available. Three due diligence attempts were made to obtain further information without success.